Event description:
It was reported that the caller wanted to know if the patient with pacemaker could still get a magnetic resonance imaging (MRI) if there was loss of capture (loc) at max output on the right ventricular (rv) channel. Technical services (ts) advised that they would not be able to. The issue will continue to be monitored as there is capture in unipolar configuration. It was confirmed that an MRI was not performed. The device remains in use. No adverse patient effects were reported.